Manufacturer narrative:
D9: date returned to mfg.: 12/15/2023. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, cracked enclosure and tank cover. Damaged printed circuit board (pcb), faded line cord, broken light emitting diodes (led)'s, and imploded power switch. Per functional testing, the device was leaking from the reservoir confirming the complaint. The root cause was cracks in the tank cover. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the unit was leaking. Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.